Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in several inappropriate shocks. The patient was noted to have a neurological disease-causing tremors in the upper body. The physician suspects these tremors could be the cause of the observed noise. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in several inappropriate shocks. The patient was noted to have a neurological disease causing tremors in the upper body. The physician suspects these tremors could be the cause of the observed noise. This device remains in service. No adverse patient effects were reported.